Event description:
It was reported that on (B)(6) 2026, an unknown amplatzer amulet was implanted using an unknown delivery system. Following the implantation, the patient experienced chest pain and pericardial effusion was observed. No additional information are provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.